Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor saline prothesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast reconstruction revision with unknown saline implants. Bilateral deflation was diagnosed through a physician¿s examination post procedure (see 1645337-2018-01621 for opposite implant report). As a result, both devices were explanted on (B)(6) 2018.